Event description:
It was reported that at a refill, the healthcare provider (hcp) aspirated out an amber fluid from the reservoir fill port ((B)(6) 2012). It was stated that the dilaudid was in the pump for 91 days. The hcp confirmed that the needle was in the reservoir fill port. Per hcp, the refill was uneventful and patient was asymptomatic with no signs or symptoms of infection. The hcp was to send the amber fluid for analysis. Drug: dilaudid (hydromorphone; 5 mg/ml, 1.04 mg/day).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory product ID 8709 lot# l55001, implanted: 1998 (B)(6); product type catheter. (B)(4).